Manufacturer narrative:
No conclusion code available. Final analysis found the reported backup vvi operation and premature battery depletion were confirmed in the laboratory and was due to an anomalous failure on the hybrid as a result of an excessive battery voltage drop during an automatic capacitor maintenance charge attempt. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented to the clinic for follow-up after receiving a vibratory alert. The device was found to be in backup vvi reset mode. A device download was performed successfully. The device remains implanted.

Manufacturer narrative:
(B)(4)

Event description:
New information received indicated that the asymptomatic patient presented back to the clinic after receiving another vibratory alert. The device was found to have reached eri unexpectedly. A device image and session record revealed that the device had gone into backup vvi reset mode previously was due to hv circuitry issue. There had also been a similar micro-reset on (B)(6) 2013 but did not result in backup vvi. The device was explanted and replaced without incident. Patient's condition is stable.